Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 2 seconds, the balloon ruptured at the tip shoulder area. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was good.